Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 555 mg/dl associated with an alleged call service issue. Reportedly, the patient remained on the pump and did not receive treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was only noted that the patient was receiving a call service 064 alarm. No other troubleshooting was able to be completed. Cts made several attempts but was unable to gain any more information. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged 064 call service alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2019 with the following findings: a review of the black box showed no call service alarms. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The alleged call service 064 alarm issue was unable to be duplicated during testing. Unrelated to the original complaint, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.